Event description:
It was reported that a pump alarmed for a system error 322. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The error was confirmed in the history log, but was unable to be reproduced during baxter testing. Upper and lower auxiliary were replaced because they are known contributors to error code 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.